Event description:
It was reported that during central processing, the 8mm mega suturecut needle driver instrument had broken cables. No further information was provided. There was no report of patient involvement or patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.